Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000483, serial/lot #: n/a. A medtronic representative went to the site to test and service the equipment. A new x-stage cover and inner cover were installed. The system then passed the system checkout and was performing as intended. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that during a planned maintenance (pm), it was found that the x-stage cover was damaged. It was also noted that the inner cover was damaged. There was no patient involved.